Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the meter was not returned with the pump for investigation. A review of the pump's bolus history indicated that the bolus history and the black box history match. The pump was paired with a test meter and a 10 unit bolus was programmed and delivered, and was successfully recorded in the pump history. Two boluses were also programmed and delivered directly from the pump, and were accurately recorded in the pump history. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter claimed the memory of the animas pump is not recording the bolus the patient has taken. The date and time is correctly set. There was no reported patient impact associated with this complaint. The animas pump was requested back for investigation. This complaint is being reported due to the alleged incorrect memory history issue.